Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead was returned in two pieces. Final analysis found that the insulation was abraded at 24.3-25.3 cm from the cut distal end. The abrasions were consistent with exposure to constant friction.

Event description:
This report is to advise of an event observed during analysis.